Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hypoglycemic event and cgm inaccuracy compared to blood glucose meter. Patient had a finger stick high reading earlier and treated it with insulin. Later on, patient experienced a low event during hospital exam. Patient was sent to an emergency room and emergency room administered patient orange juice and a sandwich. Patient was not injured or hospitalized. Patient takes acetaminophen against user guide recommendations. At the time of contact with dexcom technical support, no injuries or further medical intervention was reported.

Manufacturer narrative:
(B)(4).